Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while customer was sleeping. There was no reported adverse impact. Multiple follow up attempts were made to obtain additional information; however, no additional information was received.